Manufacturer narrative:
(B)(4). Batch na. The handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported by the pharmacist that during an unknown procedure the har36 could not fix lock in the handpiece, and then it was impossible to remove the device from the handpiece. Another har36 and hp054 were used to complete the case. No patient consequences.